Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 315mg/dl. The caller stated that the doctor adjusted the basal rates to .95 units for overnight. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir alarm. Assisted the customer to run a manual prime test and the insulin did exit. Instructed the caller to remove the cannula and it was not bent. Advised the customer to change the entire infusion set and reservoir. The caller mentioned that the blood glucose reading between the meter and the actual reading were different. No further information was provided.